Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months. The device remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted on (B)(6) 2017. The patient¿s lactate dehydrogenase (ldh) was 1610 u/l and increased to 1948 u/l on (B)(6) 2017. Inr was 2.6. On an unspecified date the patient was taken to the cath lab. One stent was placed to the distal portion of the outflow graft without complication. Flows improved to mid 4''s lpm. After the stenting, the patient¿s ldh was 2209 u/l. A CT scan revealed ongoing focal thrombus in the distal lvad outflow cannula just prior to the newly placed stent, resulting in significant luminal narrowing. The CT appearance suggested that this may have been an extra-luminal thrombus that had shifted proximally after stent placement. The patient was to returned to the cath lab for further stenting. On (B)(6) 2017 the patient received 5 more stents. Lvad flow and pi improved very much. The patient¿s ldh was still greater than 1000 u/l, but was trending down. It was reported that the patient was not placed on heparin. Each day the patient was admitted, ldh trended down and urine was clear yellow. The lvad speed was increased to 9800 rpms. Inr goal remained 2-3. The patient was discharged on (B)(6) 2017 with an ldh of 896 u/l. On 17oct2017 the patient reported feeling great and vad parameters were ¿great¿ . On 18oct2017 it was reported that the patient¿s ldh had not yet reached baseline.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The low flows and elevations in lactate dehydrogenase (ldh) resolved with the placement of stents on the outflow graft. Based on previous complaint history, the reported events appear consistent with a kink in the sealed outflow graft; however, the report of extraluminal thrombus on the outflow graft could not be confirmed as there were no photos or CT images provided for evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.